Event description:
It was reported that the devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the 512b and the 350s trocars were used and the gaskets tore easily. Another instrument was used to complete the case. There was no consequence to the pt.